Event description:
It was reported that a minimum fill notification occurred during the load sequence as the customer was attempting to load a new cartridge. A new cartridge was loaded to resolve the issue. No additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.